Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated. (B)(6).

Event description:
It was reported that the patient underwent an unrelated procedure and that their ipg had entered service app afterwards. Troubleshooting was able to recover the ipg and restore programs and therapy. No further intervention is planned.

Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The system was recovered through abbott intervention. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated. (B)(6).

Event description:
It was reported that the patient underwent an unrelated procedure and that their ipg had entered service app afterwards. Troubleshooting was able to recover the ipg and restore programs and therapy. No further intervention is planned.